Event description:
It was reported, intraoperatively during a battery replacement surgery, the lead did not work and was removed and replaced without issue. It was stated the patient tolerated the procedure well and was returned to the recovery room in stable condition.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).